Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6; h11. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported issue is attributed to off label use, as the persona articular surface is not intended to be cemented to the tibial tray. The system is designed for mechanical fixation of the articular surface to the tray. Details of this are given in the persona the personalized knee surgical technique. It is noted to not use components and/or instruments from other knee systems unless expressly labelled for such use. Cementing the articular surface to the tibial tray is not an approved technique. The complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in (B)(6). An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent a revision approximately 3 months post implantation due to loosening after a fall. It was reported that no further information is available.